Manufacturer narrative:
(B)(4). Batch # h5336e. The analysis results showed that the tlh30 device was received in good visual condition and with a reload not loaded on the device. The reload was received fully loaded with staples. The reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; while doing this the reload fell out of the device due to stack up tolerance clearance between the components that resulted in less friction to retain the cartridge. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, it was found that the cartridge was dislodged when the package was opened. However, the cartridge was reloaded into the same device and used as-is to complete the case without problems. There were no adverse consequences to the patient.